Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2017, it was reported that, during a refill visit, the hcp was unable to aspirate anything from the pump. Reportedly, there were only bubbles when the hcp was in the pump. An isomed refill kit was used. The pump was considered empty. No symptoms were reported. No further complications were reported.